Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the magazine did not fire correctly and the clamps were not formed correctly, a new unit had to be used. There was no patient injury. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.